Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a right open reduction internal fixation with philos plate done in (B)(6) 2013. Post operatively, the patient was gradually mobilized. The patient gives history of quality lifting at home followed by sudden pain in the right arm on (B)(6) 2014. X-rays of the patient showed a fracture the right side neck humerus with a broken implant at the fracture side with some callus of the medial slide. The patient underwent a revision and philos was removed and open reduction internal fixation was done with synthes universal humerus nail with bone grafting on (B)(6) 2014. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: implant: unknown date (B)(6) 2013. The breakage of the philos plate 3.5 occurred in the junction of the head area to the shaft area of the plate. The plate holes were occupied by screws. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads on one side. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the philos plate 3.5. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. The blue anodized philos plate 3.5 is made of commercial pure titanium. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the philos plate 3.5 is in compliance with the international standards for surgical implants made of pure titanium. The dimensions of the investigated philos plate 3.5 (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the plate in the shaft area is 12.12 mm, the width at the head area is 20.09 mm and the thickness is 3.55 mm. Macroscopically no abnormalities were observed. When examining the proximal fracture surfaces of the philos plate using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. Both plate holes showed some material smearing and mechanical damages of the thread. The documented fatigue cracks indicate multiple crack initiation. After breaking, the fragments rubbed against each other causing some destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area of the fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload). The presence of these striations is a clear indication of a fatigue process. Additionally the fracture surfaces showed structural breakage appearance (crystallographic oriented fatigue fracture). Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. There was no report with respect to the aftercare of the patient. A failure resulting from either a material defect or the material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.